Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited noise on the rate/sense and shock channel. The noise was oversensed and resulted in greater than two seconds of pacing inhibition. It was reported the patient was pacer dependent. An invasive procedure was performed. The device was explanted and the lead was surgically abandoned. The device and lead were successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned, therefore is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.